Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-may-2018 with the following findings: during investigation, the pump powered up to a fully functioning display. The pump case was removed to find no evidence of moisture, or loose components inside the pump. The blank display allegation was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue.